Event description:
It was reported that during a ptca/stent procedure, another manufacturer's dilatation catheter caused a dissection. The lifestream catheter was then positioned, and inflated to 6atm for 3 minutes. Negative pressure was applied with the inflation device, and the device would not deflate. A syringe was used, but the device still would not deflate. The device was then pulled back into the guiding catheter while still inflated, and when removed from the patient, it was deflated. A stent was then deployed at the lesion to complete the procedure. No further information was reported.